Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 150mcg/ml clonidine at 7.5mcg/day and 10mg/ml dilaudid at 0.5mg/day via an implantable infusion pump for spinal pain. It was reported that there was a motor stall seen at the initial interrogation. The patient recently had a magnetic resonance imaging scan (MRI). The motor stall had not recovered and it had been more than 2 hours since they lost the MRI field. The patient left the MRI at 3pm and the pump was still stalled at 5:05pm. No symptoms were reported. The hcp reported that the pump was alarming. No further complications were anticipated/reported.